Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. During plasma removal, the waste bag was not filled as much as it should. The operator paused the machine and found the plasma tubing kinked between the ccm and the three-lumen connector. At this stage about 1l of plasma was returned to the pt.

Manufacturer narrative:
(B)(4). This disposable set was unavailable for return for investigation due to positive serology of the contaminated disposable set. Historically, caridianbct complaint investigators have ran a tpe set with the collect line blocked by a hemostat. This resulted in pulsing of the plasma line to the waste bag (above the pump cartridge). It did not cause the machine to alarm, but the machine still thought it was removing plasma (presumably a pressure build up does not occur due to the open path back to the pt via the rbc return line). From the photos provided by the customer, it did not appear to be an inherent manufacturing defect in the tubing. The most likely root cause of this event from the info available is an operator misload of the kit, which caused a severe kink in the tubing below the ccm.